Event description:
It was reported that during a follow up in clinic, loss of pacing and high pacing impedance were noted on the right atrial (ra) lead. X-ray imaging was performed and dislodgement of the ra lead was observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, high lead impedance, and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be both extended and retracted. The full helix extension length was measured within specification. The reported events of high lead impedance, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.